Event description:
Patient called to report a product issue and adverse event involving 3m ear plugs she was instructed to use in the us army. Patient stated after she enlisted in the us army, she was instructed to use the ear plugs while on the rifle range and says she used them over a 90-day period. She stated that she experienced hearing loss during that time and was advised she needs a hearing aid. Patient also stated she experiences balance problems before walking and while walking and says her gait is off. Patient stated she feels that she is at risk of falling.